Manufacturer narrative:
Bec cts (customer technical support) had customer turn on the probe wash valve and the vacuum pump but there was no pressure registering. Cts assisted the customer in trying to flush vacuum pump via line disconnected from vacuum jar and there was no pressure and no water was aspirated. Cts had customer reconnect the line and then reboot the cycling power and then had customer try aspirating again with disconnected line and though pressure was a little higher (16mmhg) the pump still didn't draw any water. Cts generated a service request and a field service engineer (fse) was dispatched on-site (B)(6), 2011. Fse could not find any leaks or loose fittings and noted that no bio-hazardous contact was evident. Fse changed the vacuum pump and verified all pressures were then within specifications. Hardware is the root cause of this event. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting 'vacuum under limits' errors and a leak coming from the unicel dxc 600i synchron access clinical system. There was some dripping on to the floor which the customer mopped up with paper towels. The customer did not make direct contact with the fluid and used appropriate personal protective equipment (ppe). There was no affect to patient results or end users in association with this event.